Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the conclusion of the implant procedure. The 1 month post-operative CT showed the presence of a left internal iliac artery occlusion due to partial coverage of the internal iliac artery with the distal aspect of the iliac limb stent graft. As of the date of this report, there have been no additional patient sequelae reported.